Manufacturer narrative:
Block h6 device code a0414 is being used to capture the reportable event of balloon torn material.

Event description:
It was reported to boston scientific that an orbera balloon was utilized during an intragastric balloon implant on (B)(6) 2026. During the procedure, the balloon leaked indicating a rupture. The procedure was completed with an alternate device. There was no patient complications reported as a result of this event.